Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no device has been returned. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that a primary surgery was performed; after that, a first revision surgery was performed due to the rod breakage. Further, the rod breakage was found again and a second revision was performed.

Event description:
It was reported that a primary surgery was performed; after that, a first revision surgery was performed due to the rod breakage. Further, the rod breakage was found again and a second revision was performed.